Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted. Following the procedure, the patient experienced symptoms relating to mesh erosion into vagina developed late 2016 and pv bleeding. Mesh erosion through vagina was diagnosed on (B)(6) 2017. The patient underwent a partial excision of the mesh and repair of vagina on (B)(6) 2017. Additional information will be requested.